Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 17mm long starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon tear occurred. The 85% stenosed taget lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, it was noticed that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, it was noticed that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.